Event description:
It was reported that the pump battery would deplete quickly on an intermittent basis. Customer¿s blood glucose (bg) level was "high" and ¿low¿; although specific values were not provided. High bgs were addressed with manual correction injections or correction boluses via the pump. Cause of low bgs were unknown. Reportedly, the customer's spouse provided carbohydrates for the customer to consume to address low bg. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.